Event description:
During verification testing the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code.

Manufacturer narrative:
The device is expected to be returned for investigation. It was not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.